Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the screw threads were not engaging with the plate and subsequently went through a hole in the proximal humerus plate. The screw was unable to be retrieved and was left in the patient.